Event description:
It was reported that a black substance leaked out of the micro sagittal saw. Attempts to obtain further info were made but were not successful.

Manufacturer narrative:
The device is available for eval, but has not yet been received. A f/u report will be filed when the device is received and the investigation is complete.